Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer 3 failed and was not detected on bus. Customer troubleshooted with reboot but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed and not detected on bus. A field service engineer (fse) found that matrix drawer 3 was disconnected from the bus cable. No parts were needed to resolve the issue. Once the med station was restarted, everything functioned properly and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.